Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that there was a water leakage that occurred during use of the primary system controller shower bag in a shower bath. The bag was exchanged. Regulatory reference report MFR # 2916596-2024-01960.

Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate 3 system controller (serial number: (B)(6) is being evaluated for fluid ingress. It was reported that water leaked inside the shower bag. The system controller was not returned for analysis. There were no issues reported with the function of the system controller. The device history records were reviewed for the system controller (serial number: (B)(6) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use (rev. A) section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook (rev. C) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use including how to ensure that the controllers and equipment do not get wet. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that there was no fluid ingress in the system controller and function was not affected.